Manufacturer narrative:
The stapler logs for the stapler used in this event were reviewed and the following info was provided: the logs show a sureform 60 stapler instrument (part #480460-12, lot #k12240927-0340) was installed on the system 1 time and fired 1 blue sureform 60 reload. The first clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs. Intuitive surgical, inc (isi) did not receive the blue sureform 60 reload or sureform 60 stapler instrument used during this reported event for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the sureform 60 stapler instrument fired a blue sureform 60 reload and a serosal tear proximal to the staple line on the specimen side was identified. The surgeon was able to repair the tear with sutures. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The surgeon provided the following additional information regarding the reported event: a serosal tear proximal and distal to the staple line on the specimen side and the stay side. The system did not display any errors or messages. No bleeding was observed on the staple line due to the stapler issue. No unplanned tissue removal occurred. No clamping issues prior to firing were reported. No photos or videos of the procedure are available for isi review. Section a: in addition to the provided weight, the body mass index (bmi) was reported to be 19.7 kg/m2.

Event description:
Refer to h11 for follow-up information.